Event description:
Microwave treatment for bph using targis system. Application of treatment caused significant pain during and after the procedure. After removing catheter after one week at doctor's direction, I discovered I had incontinence, complete erectile dysfunction -ed- and major bleeding including clots and urinary flow rate worse than pre-treatment. Prior to this I have never had any ed problems. The urologist found major inflammation and bleeding points during cystoscopy one month later. After six months a cystoscopy found no visible inflammation of the prostate. The prostate was still very large even after taking avodart continuously for over six months. Incontinence diminished slightly in six months but ed problem did not change. Flow rate was still drmatically diminished. After 15 months, I am still moderately incontinent, have complete ed and flow has improved only slightly but still not back to pre-treatment rate. Treatment for ed by drugs is not effective. Current treatment is by penile injection but so far it has been successful only a couple of times. I am still experimenting with drugs and dosages under doctor supervision. I am undergoing tests for urinary problems to determine cause and cures. These symptoms have caused major stress in my life and my marriage. I was never informed of the risks involved with this procedure as recommended in your october 11, 2000 public health notification. I did have succesful turp surgery in 1998.